Manufacturer narrative:
Follow-up #2 (6/21/2013) -device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 5/31/2013 with the following findings: the complaint was not confirmed and the test strips passed testing. However, unrelated to the complaint, it was found the test strips produce an 'error 4' message when tested with control solution. The meter had been returned on 6/3/2013 but testing has not yet completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 3 ¿ (07/12/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/7/2013 and 7/8/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Correction follow-up #1 6/5/2013 incident description: on (B)(4) 2013, the reporter contacted lifescan canada, alleging inaccurate results. The report alleged inaccurate high results. The reporter was comparing verioiq meter versus ot ultra2 meter. The reporter did not provide readings. This complaint is being reported because the reported results did not meet lifescan's criteria for precision. This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.